Event description:
Complainant alleged that while attempting to defibrillate a 42-year-old female patient, in cardiac arrest, the device successfully delivered 6 shocks, on the 7th shock the device failed to discharge an adequate shock. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 h6 (medical device problem code) updated. The device was returned to zoll medical united kingdom for evaluation. Review of the device logs confirmed that 11 shocks were delivered, with a notable drop in impedance after the fourth shock, likely due to electrode replacement, as recalled by the user. The issue appears to have stemmed from the initial set of electrodes, where high impedance was likely caused by poor adhesion or improper electrodes application. After replacing the electrodes, impedance levels normalized and shocks were delivered without issues. Although all shocks were within energy specifications, elevated impedance can reduce shock effectiveness and increase the risk of skin irritation or burns. The device passed all functional tests, including charging and energy delivery with no fault found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 42-year-old female patient, in cardiac arrest, the device's defib output was out of specification. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.